Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing dysphagia associated with opioid use leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hiatal hernia repair and linx device implantation occurred without issue on (B)(6) 2017. -patient reported dysphagia when she took opioids for migraines. -dr. (B)(6) (gi) and dr. (B)(6) counseled the patient to change her migraine medication. Dr. (B)(6) stated that the "opioids causes her dysphagia even though her reflux was controlled." -two dilations were performed to manage dysphagia prior to linx removal. -device explant due to ongoing dysphagia with opioid use occurred without issue on (B)(6) 2017; a fundoplication was performed at the time of explant. -device was found in the correct position/geometry. -it was noted that "the capsule had completely formed around the device, hh (hiatal hernia) repair was intact."